Event description:
It was reported that the patient experienced a total of six infusion set tubing leakage events. Four events occurred on (B)(6) 2026, and two additional events occurred on (B)(6) 2026. For all the events, the leakage was observed at the insertion site. For the four events on (B)(6) 2026, the infusion set had been in use for one hour prior to the occurrence of leakage. For the two events on (B)(6) 2026, leakage was observed after filling the tubing. The patient replaced infusion set and resumed insulin deliveries successfully.

Manufacturer narrative:
Initial 3 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.